Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 300 mg/dl, 201 mg/dl and 58 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was experiencing hypoglycemic symptoms before he started testing and he self-treated with orange juice after the results were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.